Event description:
In-stent restenosis was found in two cypher stents, five months after the procedure.

Manufacturer narrative:
This pt presented to cath with progressive angina. Elective percutaneous coronary intervention (pci) was performed on an 85% de ic lesion in the left internal mammary artery (lima) to the left anterior descending artery (lad) of 6mm in length in a 2.5mm vessel diameter. The lesion was characterized with distal anastomosis. Pre-dilation was conducted with a 2.5x10mm balloon at 10atm before deploying a 2.5x23mm cypher and 2.5x8mm cypher stents. Residual diameter stenosis measured 0%. Two months later, the pt presented to cath for a study for ischemia/silent ischemia, 63% lv ejection fraction and three-vessel disease was found. Pci was performed on a 90% de novo lesion in the mid lad of 8mm in length in a 2.5mm vessel diameter. There was moderate calcification present. The lesion was ballooned. Three months after the second procedure, the pt presented with recurrent angina. Follow-up angiography showed 90% in-stent restenosis of the prevously implanted cypher stents. It was treated with ballooning. There was 0% residual diameter stenosis following the procedure. These products are not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following mfg numbers 3003742446-2006-00552 and 3003742446-2006-00553.